Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue with the adc device was reported. The customer reported the sensor detached and subsequently, customer experienced symptoms described as sweatiness, cold, and had a loss of consciousness. The customer reported receiving third-party intervention of insulin injection (unspecified dose/type) for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.